Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed weak signal. The blood glucose reading was 413 mg/dl. The customer complained of nausea when the blood glucose readings rose to 450 mg/dl. She advised that she treated with a bolus and manual injection. Upon troubleshooting, it was found that the insulin pump passed the high pressure test, and insulin exited the tubing during a manual prime. The caller was advised that the insulin pump was working as designed. She was advised to change the entire infusion set, reservoir and insulin. The most recent blood glucose reading was 333 mg/dl. She did not want to perform any further troubleshoot procedures. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-69605.